Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6), 2009 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, 10 minutes into the prolieve procedure, a low water level message occurred. The complainant refilled the heat exchanger cartridge (hxc) with water and proceeded with the case. Fewer than five minutes later, the same error message occurred. No visible leaks were detected. The complainant opened a second prolieve kit and replaced the catheter. It is unknown if the hxc was replaced also. At 12 minutes into the case they received another low water level message. They refilled it with water but continued to get to get a low water level warning message. The complainant used a third kit to complete the case. Per the bsc sales representative, there were no injuries the patient. The patient age was reported to be (B)(6). This medwatch report references the first of two defective kits. The second defective kit is reported in 3005099803-2011-01945. The event, as reported, did not reflect an MDR-reportable scenario. Subsequently, on (B)(6), 2011, it was confirmed with the bsc sales representative and the complainant that the patient is reporting sexual side effects and urinary incontinence. It was reported that no further information will be available.

Manufacturer narrative:
(B)(4) - the reported event of device catheter device displays error message. The reported event of device heat exchanger device displays error message. The treatment catheter was received for analysis. During the initial visual exam, there was no damage or imperfections. During the functional test while filling the anchoring balloon, water began leaking from a pin hole in the side of the balloon. While filling the compression balloon, water began leaking from the hole in the anchor balloon. Further analysis revealed that pitting on the catheter shaft in the area of the distal anchoring balloon weld collar. Some of the pits breached a circulating water lumen allowing water to leak between the anchoring balloon weld collar and catheter shaft resulting in a failed bond. Water leaked into the anchoring balloon causing it to over inflate and eventually fail. The root cause for this event is a supplier manufacturing issue.

Event description:
Follow up with the complainant revealed that the patient did not have sexual dysfunction prior to the procedure, the patient was seen by a different physician for urinary retention on (B)(6) 2010 and some time after (B)(6) 2010, the patient had a transurethral resection of the prostate (turp) as treatment for the benign prostate hyperplasia (bph) symptoms. The complainant stated is unknown if the sexual side effects required treatment.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6), 2009 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, 10 minutes into the prolieve procedure, a low water level message occurred. The complainant refilled the heat exchanger cartridge (hxc) with water and proceeded with the case. Fewer than five minutes later, the same error message occurred. No visible leaks were detected. The complainant opened a second prolieve kit and replaced the catheter. It is unknown if the hxc was replaced also. At 12 minutes into the case they received another low water level message. They refilled it with water but continued to get to get a low water level warning message. The complainant used a third kit to complete the case. Per the bsc sales representative, there were no injuries the patient. The patient age was reported to be over 70 years. This medwatch report references the first of two defective kits. The second defective kit is reported in 3005099803-2011-01945. The event, as reported, did not reflect an MDR-reportable scenario. Subsequently, on (B)(6), 2011, it was confirmed with the bsc sales representative and the complainant that the patient is reporting sexual side effects and urinary incontinence. It was reported that no further information will be available.